Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted. (B)(4).

Event description:
The patient reported that her ins was explanted because it stopped working; however, the leads remain implanted. The patient was inquiring about having an MRI unrelated to the lead/therapy. No patient symptoms were reported. Follow-up was being conducted to determine if any troubleshooting was performed and cause of event. If received, a supplemental report will be submitted. Indication for use included post lumbar laminectomy syndrome.